Event description:
Description of the event as provided by the hospital: "friday, (B)(6) 2013, at approximately 1400, a patient was placed upon ECMO. The perfusionist at bedside, had inspected the unit thoroughly (while teaching our new employee) prior to initiation. The safety clamp was in place. At approximately 1450, we were called to the patient's room to find the oxygenator leaking leading to the patient's exsanguination. The patient was pronounced quickly thereafter. We saved the circuit and after we had thoroughly washed the system, it is evident that there is a fracture in the connection from the outflow of the oxygenator. When circulating volume passively, the unit does not leak. It is only with increased pressed that it is seen."

Manufacturer narrative:
Please refer to previously submitted initial and follow up reports for additional information related to this report. Reference numbers: manufacturers report number 8010762-2013-00040. Importers report number 3008355164-2013-00191.